Event description:
It was reported that the patient experienced high blood glucose level event on (B)(6) 2026 as the patient stated there was infusion set site related issue. The patient was treated with manual bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.